Event description:
No blood glucose levels reported. The wife of the customer reported that the reservoir of the insulin pump was damaged where the threads were. The wife of the customer also reported that insulin shoots out of the damaged area. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.